Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation and the inability to evaluate the reported device, the root cause of the faulty scope could not be identified. However, it is possible the cause was related to foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint being on the electrical contacts. Per the instructions for use: the video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. Upon replacing the olympus scope, that was connected when the b30 error code was generated, with another olympus scope, the error no longer occurred. It was recommended to the reporter that the suspect scope be returned to olympus for repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.